Event description:
It was reported that the surgeon implanted a micl 12.6 implantable collamer lens on (B)(6)2006. On the patient post-treatment follow-up form at 48 months, the patient stated "I am experiencing cloudy vision. Eye doctor reports implanted lens had deposits on it". Further information was requested. If any additional information is obtained, a supplemental medwatch will be submitted. This report is for the left eye. See MFR #2023826-2010-01027 for the right.

Manufacturer narrative:
(B)(4), cloudy vision, (B)(4): evaluation results: a work order search was performed and there were no similar complaints found. Conclusion: based on the complaint history and work order search, an specific root cause of the event cannot be determined. (B)(4)

Manufacturer narrative:
Superior/anterior cortical cataract is not directly caused by the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the us FDA clinical trials, approximately 6% to 7% of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only 1%-2% progressed to clinically significant cataract during the same period.